Event description:
The positioner failed during a gdc coiling case. Imaging was still available. During the case, the patient had an aneurysm rupture. The case was completed on the table, the aneurysm was fixed and the patient is doing fine.